Event description:
Report rec'd of an over-delivery of lipids. It was reported that the pt was receiving lipids at 1ml/hr, and that the baby rec'd 15.6ml in a 30-minute time period. There was no reported adverse event with the baby. The lipid infusion was stopped and the md was notified. A triglyceride level was drawn the next morning and the physician reported that the baby "appeared to accomodate well" with "no obvious harm". Though requested, there was no add'l info available.